Event description:
The MFR was informed that the catheter was inspected pre-procedure and no anomalies were observed. It was used throughout the procedure without noticeable difficulty. Post procedure inspection revealed circumferential cracks on catheter shaft. Physician, during post endoscopy, noted he had seen no indication of any problems in the pt's esophagus related to the catheter performance.